Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported intermittent communication failed error messages and the system wouldn't make exposures. This resulted in a loss of imaging functionality. There is no report of injury or death.